Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the insertable cardiac monitor (icm) detected false positive episodes of atrial fibrillation. No intervention was performed. The patient condition was stable.